Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
All eleven recorded episodes were reviewed. A ts consultant discussed that three of the episodes were treated with shocks appropriately based on the patient¿s rhythm; the remaining eight shocks were inappropriate due to oversensing. It was noted that throughout all eleven episodes, smartpass as both on at time and then off at times. It was determined that smartpass would deactivate due to very low qrs amplitudes and poor qrs to t-wave ratios. It appeared that the amplitudes decreased between (B)(6) 2016 and (B)(6) 2017. A review of x-rays noted that the electrode appeared to be more away from the xiphoid since the time of implant. Due to this position, the distal portion of the electrode is outside of the heart shadow which could be also contributing to the decrease in amplitudes. Additional troubleshooting was discussed. At this time, the s-ICD and electrode remains implanted and in service.

Event description:
Additional information was received that a transvenous implantable cardioverter defibrillator (ICD) was implanted. The s-ICD system was deactivated but remains in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated once further information is provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) came to the clinic after receiving several shocks. The patient was taking multiple doses of cocaine that the attending physician attributed to the ventricular tachycardia (vt) that the patient experienced, resulting in therapy delivery. It was also noted that there were some untreated episodes that appeared to be oversensed. A memory download was performed and sent to boston scientific technical services (ts) for review. It was confirmed that the treated episodes were a result of oversensing due to low amplitudes. Further analysis determined that the smart pass filter would not have mitigated the inappropriate therapy. The s-ICD remained implanted and in service. Several months later, the patient was hospitalized for pneumonia and cardiogenic shock. While hospitalized, the patient experienced pulseless electrical activity and required 30 minutes of resuscitation. The patient was transferred to the ICU for dialysis (kidney transplant). The patient was recovering from these ailments when he received five inappropriate shocks while he was in normal sinus rhythm. A magnet was placed over the device. The field representative was called to hospital to interrogate the s-ICD and program it off. A review of the events determined that all the episodes were due to t-wave oversensing. The patient is now suffering from post traumatic stress syndrome and is fearful of getting further shocks. A memory download was sent to boston scientific technical services (ts) for further review. No additional adverse patient effects were reported.